Event description:
The customer was traveling up a ramp (incline unknown) and attempted to turn around. The sharp turn caused the unit to tip. Customer fell out of the unit and fractured customer's arm.